Manufacturer narrative:
(B)(4).the device was not received for evaluation; therefore, a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). A review of the device history records was performed and revealed no failures or deviations that could have caused or contributed to the reported alarm. Upon conclusion of the investigation, the cause of the unspecified alarm could not be determined with the available information. Should additional relevant information become available, a follow-up report will be submitted.

Event description:
It was reported that a homechoice was in the initial drain cycle "all night.¿ the patient did not report any specific alarm. The patient was connected at the time of the event. The technical service representative (tsr) assisted the patient in ending therapy. No patient injury or medical intervention was indicated as a result of this event. No additional information is available.